Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter kinking. The following information was provided by the initial reporter: my counterpart, omitted, went and met with (B)(6) last week. He witnessed the catheter kinking at the junction between the hub and the catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter kinking. The following information was provided by the initial reporter: my counterpart, omitted, went and met with (B)(6) last week. He witnessed the catheter kinking at the junction between the hub and the catheter.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2022-00708 was sent in error. (Catheter kinking / bent during insertion) is not considered to be a reportable malfunction. MFR#: 1710034-2022-00708 is void as a result.